Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated that the rubber ring in the reservoir compartment is out. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.